Manufacturer narrative:
Manufacturer ref. No.: (b(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of "will not turn off unless you remove all power sources," which was experienced during evaluation. It was found that the device would not turn off as the "on/off" and soft keys operated intermittently, causing the device to not power off. It was found to be caused by a failed keypad. The failed keypad was replaced to correct the condition. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump would not turn off unless all power sources were removed, which was clarified as an intermittent keypad response during baxter's evaluation. It was also reported that there was no patient involvement.